Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the closing and firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional. The device was disassembled to verify the condition of the internal components; the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was tested for functionality with a test device and it fired conforming. It is possible that the device was fired over a hard object or through the lockout mechanism of the previous firing, causing the firing trigger teeth to break, and subsequently not allowing the device to open. It should be noted that at least a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected of fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendix procedure, the surgeon fired twice across the mesentery without any incident. When the device was reloaded for the third time, the surgeon fired it across the base of the appendix; she pressed on the anvil release button to reopen the anvil jaw with no success. The device was jammed. Another incision was made to enter to retrieve and rectify the situation. No pt consequence.